Event description:
It was reported that at a recent follow-up appointment, this implantable pacemaker's projected battery longevity was noted to be one year remaining, despite having been implanted in march 2025. Boston scientific technical services (ts) was contacted, and it was confirmed that the power consumption of the device battery was abnormally high, and that the device was depleting prematurely. Emergent replacement was recommended to ensure adequate therapy delivery and no impact to the implanted leads. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that at a recent follow-up appointment, this implantable pacemaker's projected battery longevity was noted to be one year remaining, despite having been implanted in (B)(6) 2025. Boston scientific technical services (ts) was contacted, and it was confirmed that the power consumption of the device battery was abnormally high, and that the device was depleting prematurely. Emergent replacement was recommended to ensure adequate therapy delivery and no impact to the implanted leads. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion.

Event description:
It was reported that at a recent follow-up appointment, this implantable pacemaker's projected battery longevity was noted to be one year remaining, despite having been implanted in march 2025. Boston scientific technical services (ts) was contacted, and it was confirmed that the power consumption of the device battery was abnormally high, and that the device was depleting prematurely. Emergent replacement was recommended to ensure adequate therapy delivery and no impact to the implanted leads. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.